Event description:
It was reported the patient had lead revision surgery last year. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).